Manufacturer narrative:
This report is submitted september 11, 2018.

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in the decision to explant the device. The device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.